Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and found corrosion on the liquid crystal display and other components causing the backlight to fail due to fluid intrusion. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The reported symptom "display shows wording backwards" was not verified. Evaluation observed that the device had no backlighting at power up. The cause was determined to be fluid intrusion. The device was not repairable. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's display was showing the "wording backwards". There was no known patient injury or medical intervention associated with this event. No additional information is available.